Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the device was off the bus. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary chassis 1¿1, two rows of pockets not detected on the bus. A field service engineer removed the drawer from the auxiliary chassis and inspected the rear components of the drawer. There were no visible failures or issues, but fse noticed that the hard stop was slightly loose, so fse hand-tightened the screws to secure it. Then reset all cable connections at the back of the drawer to ensure proper contact. After completing the inspection and adjustments, fse reinstalled the drawer into the auxiliary chassis, reconnected the pixie bus cable, and restarted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was off the bus. The customer stated that this malfunction caused a delay while dispensing medications to the patient. There were no adverse events or injuries reported based on this event.